Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that on (B)(6) 2018 a CT scan without contrast was performed and it was found that the position of the left lead was suboptimal. The contacts of the lead were either in the 3rd ventricle or subependymal. This was found through electrode reconstruction based localization. Repositioning of the lead is planned for fall of 2018. The issue was stated to be related to the implant procedure. It was stated that the event was unresolved at the time of study exit, noted on (B)(6) 2018. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40, lot# va16qk4, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Device information was received. It was stated that the cause of the lead being in a suboptimal location was not determined.